Event description:
As reported: "revision today that involved the removal of a gamma3 long nail which had broken approximately 3 months after initial implant."

Manufacturer narrative:
The reported event could be confirmed, since the nail is broken as reported. The device inspection revealed the following: the visual inspection has shown that the nail is broken apart at the lag screw hole. The typical characteristics of a fatigue fracture could be identified on both fracture faces. There is a fatigue zone with a smooth surface and progression lines over almost the whole surface of the fracture at the fracture face on the left side. On the right side is a fatigue zone with a smooth surface and progression lines on about half of the surface, the rest of the surface is the instantaneous zone, where the nail finally broke apart. There are strong impression marks from the lag screw visible, these marks indicate that the nail was exposed to high loads. The relevant dimensions were verified during the investigation and no deviation from the specification could be detected. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. The complaint was forwarded to medical affairs for review with following feedback: "the initial osteosynthesis seems to be okay. We learn from the general information of the patient, that he has diabetes (potentially reduced bone repair due to lack of metabolism) and the compliance may be reduced (loss of follow up, visit in other hospitals), a very high likelihood of additional impact/trauma/mechanical forces/load on the construct due to several falls. Therefore, we have at least three patient related factors which may have led to the failure." Based on investigation, the root cause was attributed to patient related factors. The nail could finally could not resist the applied force which finally led to material overload and the fatigue failure of the device. If more information is provided, the case will be reassessed.

Event description:
As reported: "revision today that involved the removal of a gamma3 long nail which had broken approximately 3 months after initial implant."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.